Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The model listed in the pli is a representative, as there is no specific model listed with specific details/complaints. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿right ventricular outflow tract pacing: practical and beneficial. A 9-year experience of 460 consecutive implants.¿ pace october 2006; 29:1055¿1062.

Event description:
A journal article was reviewed that contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The article indicated that there was a lead dislodgement, failed implant attempts due to patient anatomy, a subclavian crush injury due to ¿strenuous physical exertion despite warning,¿, and reports of twiddler¿s syndrome. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.